Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Ketone level was high and considered as being dangerous by a healthcare provider. Insulin injections were administered. Customer reverted to using an alternate pump for insulin therapy. Pump system check was performed with tandem technical support. No device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.